Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii," "fluid collection," and "chronic nonspecific inflammation, mild." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, flat creases, and wear abrasion. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, fluid collection, and "chronic nonspecific inflammation.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii," "fluid collection," and "chronic nonspecific inflammation, mild." Device was explanted.